Manufacturer narrative:
This event occurred in (B)(6). The calibration and qc performed by the customer was within specifications. The customer has not had any issues with other samples. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable sodium and chloride results for 1 patient sample on a cobas 6000 c501 module. The initial sodium result was 156.4 mmol/l and the repeated result was 136.6 mmol/l. The initial chloride result was 85 mmol/l and the repeated result was 98.4 mmol/l. The results were not reported outside of the laboratory. The electrode lot numbers were requested but not provided.